Manufacturer narrative:
Investigation: one 3ml syringe in an opened blister pack from batch 9016845 (p/n 309657) was received and evaluated. It was observed there were two parallel lengthwise cracks in the barrel of the syringe across the scale markings. One extended from the zero line to the 1 ½ml marking and one extended from the ½ml to the 1 ½ml marking. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe was cracked and medication came out side of syringe with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: material no: 309657, batch no: 9016845. It was reported that syringe split open when injecting medication, and caused medication to squirt out the side of the syringe. Additional information provided by initial reporter: a nurse had a 3ml syringe split open as she was injecting the medication. She said the medication squirted out the side. The syringe has a lot # 9016845 and it is a bd 3 ml syringe luer-lok tip. The medication requires 2 separate sc injections. The first 150mg dose she had no problem. It was the 2nd 150mg dose that the syringe split open. As a result the patient only received half the required dose.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe was cracked and medication came out side of syringe with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: material no: 309657, batch no: 9016845. It was reported that syringe split open when injecting medication, and caused medication to squirt out the side of the syringe. Additional information provided by initial reporter: a nurse had a 3ml syringe split open as she was injecting the medication. She said the medication squirted out the side. The syringe has a lot # 9016845 and it is a bd 3 ml syringe luer-lok tip. The medication requires 2 separate sc injections. The first 150mg dose she had no problem. It was the 2nd 150mg dose that the syringe split open. As a result the patient only received half the required dose.